Manufacturer narrative:
Product implicated is a 5 french dual lumen PICC. The catheter was returned for evaluation and measures 52cm. Lot history review indicated no related component or mfg issues and one product complaint of similar nature (also reported by this customer), which was recorded as inconclusive no product returned. A review of sterilization records indicates favorable test results for sterility and pyrogenicity. Each lumen was pressurized with a 6cc syringe and colored water by occluding the distal tip of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the catheter could not be made to leak. The catheter flushes and aspirates normally. Visual examination of the catheter under 10x magnification shows no abnormalities or mfg defects. The complaint is unconfirmed since no defects were found and the catheter appears to function normally.

Event description:
Phlebitis developed. Tpn was being infused. They treated with heat therapy but this didn't resolve the phlebitis.